Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for other chronic/ intract pain (trunk/ limbs). It was reported that patient has poor communication screen on patient programmer. Patient reported her programmer is no longer communicating with the ins. Troubleshooting was done by placing programmer directly over the ins and sync with ins. However troubleshooting did not resolve the issue. Patient indicated she has had a return of pain but was hoping it was just in her head. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the internal device was checked and it was fine. The patient programmer would not not connect with or without the antenna. No further complications were reported or anticipated.